Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the re-implant from an infected reverse total shoulder. All of the implants, except the reverse shoulder prosthesis (rsp) monoblock and the reported insert, were removed three weeks ago per the representative.